Manufacturer narrative:
The device was reprocessed at the customer site, before sending in for evaluation. The device was returned to olympus for evaluation and found that the forceps elevator had foreign material due to insufficient cleaning. Additional findings were as follows: due to damage on the charge coupled device unit, a foggy image occurs, the nozzle was deformed; due to wear of angle wire, the bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, the play of right/left knob was out of the standard value; due to wear of angle wire, the bending angle in down direction did not meet the standard value; due to damage on knob wire, forceps raising angle did not meet the standard value; due to deformation of free/engage knob, right/left knob cannot be locked securely; due to deformation of locking engagement lever, up/down knob cannot be locked securely. The grip, plastic cover, control unit, and universal cord all had a scratch. The connecting tube had the coating peeling. The adhesive on the bending section cover was detached. The investigation is ongoing and follow up with the user facility is currently being performed. Supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that the duodenovideoscope had a foggy image, low angulation, knob play issues, and a peeling connecting tube. The issue was found at receipt inspection. The device was returned for evaluation and during the device evaluation, a foreign material was found in the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps stand could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the scope connector, proper device reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.